Event description:
It was reported that when a patient presented to the hospital for an generator change-out for eri, externalized conductors were observed via fluoroscopy. No electrical anomalies were detected. The lead remains active, and is planned to be explanted during the next generator change-out.